Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that during a pre-use check the cuff was failing to inflate, even with 10cc of volume. No adverse patient effects were reported by the customer.

Event description:
Additional information received via email. Event discovered prior to patient use and was checking cuff prior to insertion. No patient harm.

Manufacturer narrative:
Other text: a1, b3, b5, d10, and h3; updated.

Manufacturer narrative:
Other text: additional information is provided for h.2 and h.6. One sample was received for evaluation. Visual inspection revealed the sample was out of its original packaging; no issues were detected. Functional testing was performed but the reported issue could not be replicated. No root cause could be determined as no device problem was found. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. No action was taken. D3, g1, g2 email address: (B)(4).